Event description:
It was reported that irregular pacing lead impedances were observed. Lead damage or loose setscrew was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.